Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. Prior to the hospitalization, the customer had been feeling sick all week. She woke up feeling badly five days before she went to the ER. The next day, she dry heaved all day. The next day, she had to treat with manual insulin injections at least four times. Two days after that she felt sick and could not get her blood glucose under 200 mg/dl. The day after, her blood glucose reached 500 mg/dl twice. The next day, she did not get out of bed. After treating manually, her blood glucose was 140 mg/dl, but then it rose to 300 mg/dl after she ate. She felt nauseous all that day, and she woke up the next morning vomiting. She called her doctor and was told to go to the ER, so she did. At the hospital, her blood glucose was 447 mg/dl; she was treated with fluids, IV drip, insulin drip, and dextrose drip. The pump passed a high pressure test. Nothing was replaced or returned.